Event description:
It was reported that during a stenting treatment procedure, a fracture of the stent delivery system (sds) shaft occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The physician placed an unknown manufacturer's guide catheter. While the physician advanced a 2.75x38mm taxus liberte sds, a section of the shaft fractured which was approximately 76cm from the hub and outside the patient at the time of the fracture. The physician successfully removed the device at the same time as the guide catheter. The procedure was completed with another of the same device and the patient's post procedure condition is stable.

Event description:
It was reported that during a stenting treatment procedure, a fracture of the stent delivery system (sds) shaft occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The physician placed an unknown manufacturer's guide catheter. While the physician advanced a 2.75x38mm taxus liberte sds, a section of the shaft fractured which was approximately 76cm from the hub and outside the patient at the time of the fracture. The physician successfully removed the device at the same time as the guide catheter. The procedure was completed with another of the same device and the patient's post procedure condition is stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination found that the hypotube had broken approximately 735mm distal from the catheter's strain relief. Several kinks were identified along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A pigtail mandrel was still in place inside the tip of the device and the stent protector was still in place on the stent. The stent protector was removed from the stent and the crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).